Manufacturer narrative:
The aquabeam motorpack was not returned for investigation of the reported event. Three (3) good faith efforts were made to retrieve the device without success. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam motorpack / lot number 21c00532 was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, english was reviewed and states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the motorpack cable to the front of the console: connect the motorpack plug on the front right port. Ensure the connector locks in place and the red marks on the motorpack and the console align. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, the aquabeam robotic system was able to detect the connection of the aquabeam motorpack but could not detect the aquabeam handpiece. Despite troubleshooting attempts, the issue could not be resolved. As a result, the treating surgeon made the decision to abort the procedure. There were no adverse health consequences to the patient due to this event.